Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump gives too much insulin and informed me that it smells like insulin a lot. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the pump rattled while the reservoir was inside the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. On the event date of 18-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0.85 u and dailytotalofbolusinsulindelivered = 0.325 u which is equal to the dailytotalofallinsulindelivered = 1.175 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 18-mar-2025, there is multiple pump error 130 alarm on (B)(6) 2025 from 01:20:11.000 until 17:37:23.000 and multiple pump error 43 alarm on (B)(6) 2025 from 01:30:47.000 until 05:14:46.000. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0876 inches. No rattling noise when shaking with the test infusion set and test reservoir set inside the reservoir compartment noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, internal battery and keypad assembly; however, found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Customer alleged for the pump over delivery and pump rattling was not confirmed. Pump expose to moisture confirmed. Pump error 43 and 130 alarm confirmed in the pump history due to corroded motor home switch. Cosmetic damage was confirmed at the keypad overlay and case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- the case becomes not-reportable as per gfe no over delivery just reservoir is leaking.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.